Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check (automatic function check that runs before connecting the ventilator to a pt). There was no pt involvement. (B)(4).

Manufacturer narrative:
The facility uses a third party service provider for their repairs. Neither the replaced parts nor the device logs have been received. It has therefore, not been possible to perform an investigation into the reported failure. We are therefore unable to provide, determine or confirm the true cause for the reported event.

Event description:
(B)(4).

Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.